Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customer's reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the surgeon indicating all cases are common to surgical room five or the console unit in room five.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that multiple patient's presented with tass on postoperative day one following an ocular surgery. Additional information has been requested.